Event description:
Customer reported having a high blood glucose of over 600 mg/dl. She stated she had changed out her tubing and treated her blood glucose but her reading was still high. The customer also stated she was given a cortisone shot earlier in the day. The customer later stated her high blood glucose was from the medication she was given for her skin cancer. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.